Event description:
Customer stated that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed that the input shaft within the device.